Event description:
It was reported that the unit was not tight enough to mesh. There is no information provided regarding the timing of the event. There was no patient harm or surgical delay reported. During device evaluation, it was discovered that the unit had a bent comb. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device had a bent comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.